Event description:
Analysis of the return device found that the catheter shaft was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4) - the broken catheter shaft. A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the shaft was broken 8.8cm from the hub and 9.7cm of the inner braid were revealed. The hydrophilic coating was present on the device but damage was noted to the coating just distal to the break. The damage to the coating most likely occurred when force was applied to the device in an attempt to remove it from the dispenser hoop. No other anomalies were noted. Additional information from the user facility stated that the dispenser hoop had been flushed with saline but repeat flushing was not performed when difficulties were encountered. From the damage noted to the device the cause of the broken shaft is inadequate flushing of the dispenser hoop. The warnings included with the device instruct that the dispenser hoop should be flushed with 10cc of heparinized saline and if difficulty is encountered removing the device, then repeat flushing should be used to prevent damage to the device. Based on the information provided and the investigation, it was concluded that use/user error contributed to the event.